Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery issue. There was no harm or injury reported.the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issue.during the evaluation of the device, the ventilator powered on without keypress activation when the device was connected to ac power. The device's system board was replaced to address the issue.